Event description:
It was reported that during review of device data this pacemaker exhibited noise. Technical services informed the noise appears to be external. It was noted that the patient was having a procedure at that time. Subsequently, this device was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that during review of device data this pacemaker exhibited noise. Technical services informed the noise appears to be external. It was noted that the patient was having a procedure at that time. Subsequently, this device was explanted and replaced successfully. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this device had to be changed out early. No additional adverse patient effects were reported.

Event description:
It was reported that during review of device data this pacemaker exhibited noise. Technical services informed the noise appears to be external. It was noted that the patient was having a procedure at that time. Subsequently, this device was explanted and replaced successfully. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this device had to be changed out early. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.